Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable iron2 iron gen.2 result for 1 patient sample tested on a cobas 8000 c 702 module. The initial result was 60.39 umol/l. The sample was retested twice with results of 5.20 umol/l and 5.41 umol/l. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The testing was [performed form the same primary tube which had been centrifuged by a modular pre-analytical system. The reagent lot was 26575900 with an expiration date that was requested but not provided. The investigation is currently ongoing.

Manufacturer narrative:
A field engineering specialist replaced the gear pump head and also noted cell blank error. The cell blank error was caused by an insect that was found on top of the cuvette. The cuvettes were also dirty. The was solution volume was checked and was found to be acceptable. After replacing the dirty cuvettes, no other events have occurred. He also noted that other tests, lithium and albumin, were recovering high. No further specific details were provided.